Event description:
Additionally, the healthcare professional reported that ¿lip filler ¿ needle, threads¿ was referring to the use of threads technique. The event was confirmed as occlusion. The occlusion resolved on administration of hyalase.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a ¿possible occlusion¿. The patient was injected with approximately 0.6ml of juvéderm ultra¿ xc to the upper and lower lips. 2 days later the patient began with the symptoms on the lip and under the nose. ¿lip filler needle, threads¿ was noted as the summary of the event. The event was reported as not product related. However, no causality was provided. The patient was treated with a total of 2 vials of hyalase® over 3 consecutive days, starting on the day after the day of onset. The symptoms resolved 2 days later.